Event description:
It was reported the patient was burned on the skin where the navx reference patch was placed. The physician does not allege burn was caused by the navx patch.

Manufacturer narrative:
St. Jude medical is awaiting device return. Once the analysis has been completed, a follow up medwatch report will be submitted.